Manufacturer narrative:
(B)(4) the manufacturer reported: this complaint has been handled and closed as code 3b (broken flange) based on the complaint description and pictures. Picture: visual inspection has been performed of provided picture in terms of overall appearance. Two pictures show a half-empty syringe with a broken flange. Third picture displays the carton. Lot number and number of defective units are in accordance with the report. Clear picture of the sample received, reviewing the physical sample will not add any value to the investigation. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. Identified root cause: not determined. No further actions will be taken regarding this complaint at this time. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "while we were injecting the deflux syringe, the plastic thing detached from the glass part of the syringe and the syringe broke. After that, we were unable to use it anymore." No patient injury or consequence reported; no medical intervention required. The patient's status is reported as "fine." Additional information received on june 04, 2026, indicated that "the patient was under anesthesia and the procedure could proceed without awakening the patient once the event occurred. The operation proceeded as planned with another syringe. A deflux needle was used. Indication for use: vur (vesicoureteral reflux) in a child."